Event description:
A nurse reported a small leak at strain relief injunction (purple portion) where it meets / enters the indwelling portion of peripherally inserted central catheter. It leaked within 1 week, a slow leak, hard to notice and took flushing 10cc to visually see it. No one could get a piv.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.